Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo lesion in the 95% stenosed, heavily calcified, mildly tortuous, mid right coronary artery, pre-dilatation was performed with an unspecified 1.5x12mm balloon. A 3.0x28mm xience prime stent delivery system (sds) was advanced and the stent was successfully deployed; however, a proximal edge dissection was observed. A new 3.0x12mm xience prime sds was used to cover the dissection. There was no interaction of devices and no other procedural issues were noted. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.